Event description:
A office note was received (B)(6) 2013 for visit dated (B)(6) 2013. The patient was seen (B)(6). He complained of discomfort around his incision where the vns fastening had been placed as well as along where the leads are located. He describes that there was a linear brown wire-like body at the medial aspect of his incision, which has since broken off. There is a small scab there. On exam incisions look well healed except for a very small 2mm scab medially. I suspect this is where a monocryl absorbable suture had been in the skin and had been appreciated. It is now fallen off as one would expect. There are no plans for further surgery for removal of the lead as it is unlikely to be useful for pain control. The physician does not recommend removal of remaining lead body related to risk to the patient.

Manufacturer narrative:
The initial report inadvertently reported the age incorrectly.

Event description:
A surgeon's office reported to our field representative that a patient's mother called and reported that after their childs generator explant surgery that there are now wires poking through their skin. They were told to go to the emergency room. Likely the remaining lead body is what was poking out. The patient had a history of threatening that he was going to rip out his own device if they didn't take it out. That was when their generator was removed. Good faith attempts are being made for further details about the reported event.